Event description:
It was reported the device shut down immediately after removing the battery for exchange. The device did not stay on for the 15 seconds that it should. Follow-up information received found that the device was connected to a patient at the time of the event, but there were no patient complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported behavior associated with operation after battery removal. The main pcb (printed circuit board) was found to be out of specification. Further evaluation associated the root cause to capacitors. The lcd (liquid crystal display) was also found to be out of specification, the battery release and battery drawer were contaminated, the battery contacts were compressed and contaminated, and the lead flex cover was corroded. The ring bail was bent, the upper and lower case and side bail covers were broke, and the ring cover was an incorrect part.